Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient developed an infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.